Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was unable to convert the patient during defibrillation threshold (dft) testing at implant as well as one day post implant. Difficulty was also encountered with converting the patient externally. The patient was noted to be very muscular. The device and electrode were explanted and replaced with another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system one month later. System placement was felt to be a factor. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was unable to convert the patient during defibrillation threshold (dft) testing at implant as well as one day post implant. Difficulty was also encountered with converting the patient externally. The patient was noted to be very muscular. The device and electrode were explanted and replaced with another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system one month later. System placement was felt to be a factor. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.